Manufacturer narrative:
No button error alarms noted. The pump had intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. Numbers did not ramp up on their own, and the scroll bar did not move without any input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 269 mg/dl. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was attempting to bolus but the numbers were scrolling, so he removed the battery and received the button error alarm right afterward. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.